Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the ipg had migrated. Patient denied any pain or discomfort at the ipg site. However, the ipg was explanted and replaced at a different location to address the issue.